Event description:
It was reported that the lead had migrated into the heart and had eroded through. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 lead implanted: (B)(6) 2013, 694765 lead implanted: (B)(6) 2003, 5076-52 lead implanted: (B)(6) 2002. (B)(4).